Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture breaks off from the needle for three patients. They opened a second suture because it broke off exactly by the needle whilst the doctor sutured the tissue together. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/14/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - did the reported issue contribute to any patient adverse consequences? - have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? - if this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.